Manufacturer narrative:
Unexpected sampling event associated with error code apsw81. The root cause is associated to a software anomaly. The results obtained were accurate. No biased result was reported to a physician. The patient was not harmed.

Event description:
A customer complained after observing an unexpected sampling event associated with error code apsw81 using their ortho vision biovue analyser. The customer reported that they had loaded two sample containers from different patients, with the same barcode ID, on their ortho vision biovue analyser and that they had observed the following: - an error code apsw81 ¿sample ID is not unique¿ was posted. - the sample menu turned red for one sample. - one sample was then processed and approved by the analyser. The customer reported that the obtained results were accurate. The customer reported that no biased result was reported to a physician. The customer said that the patients had not been harmed as a result of the reported event.